Event description:
I was severly injured, inside my building, by a resident using a 4 wheel mobility scooter. A pride 600, it weighs over lb.215, the man weighs 210, a combined total of lb. 425, he hit me coming at me full speed knocking me to the floor severely breaking my leg in several places. I checked every website, from FDA plus 28 different state and federal websites, all I want to find out, are there regulations which of these huge scooters can be used inside buildings. This "vehicle" is 62 inches long, 32 inches wide and is very powerful, it could kill a person. I found all the classifications, etc. But not 1 article what the allowable size for inside use is. There has to be regulation, if not there really needs to be. I am still in a leg cast after 5.5 month and the end prognosis very doubtful. Please help me where else I can go to find out what to do about this, before someone else gets hurt. In another country, there are 8 reported deaths and 100s of injuries, we need to regulate the use of this very dangerous product.